Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements and high capture thresholds on this right ventricular (rv) lead. This resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pace impedance measurements and high capture thresholds on this right ventricular (rv) lead. This resulted in a lead safety switch. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.